Event description:
Consumer reported via email that upon removal of a tampon the string broke. She manually removed the remaining pledget from her vaginal cavity and noticed it was half the normal size so she was unsure if more pieces of pledget remained inside of her. Multiple attempts have been made to obtain further information regarding the consumer¿s use of the product and outcome, however, no further information has been received.

Manufacturer narrative:
Records demonstrate that quality system procedures were correctly followed and the finished product met all quality release criteria and specifications were within allowable limits prior to release.